Event description:
It was reported via trial that during the index procedure (B)(6) 2010 a non-abbott drug eluting stent (des) was placed in target lesion #1 the first diagonal artery with residual stenosis of 10%. Target lesion #2 was treated with direct stent placement of a 3.0 mm x 16 mm non-abbott des with residual stenosis of 10%. During the procedure, serial lesions in the proximal left anterior descending (lad) and the mid lad, extending to the diagonal, were also treated with placement of overlapping drug eluting stents. Additionally, des were placed in the left main extending into the lad. The patient was discharged on (B)(6) 2010. The patient experienced exacerbation of angina on (B)(6) 2011 in the target vessel and underwent revascularization. On (B)(6) 2011, the patient again experienced exacerbation of angina and had target vessel revascularization. On (B)(6) 2011 the subject presented with recurrent and accelerating angina. Cardiac catheterization was recommended; on (B)(6) 2011 coronary angiography revealed the lad proximally was patent, however, was occluded distally. There was 90% focal in-stent restenosis of the previously placed non-abbott des on top of a non-abbott stent. On (B)(6) 2011, 345 days post index procedure, the focal in-stent restenotic lesion in the circumflex was treated with balloon angioplasty. A 2.25 mm xience/promus stent was advanced, however could not be deployed. A guide wire was advanced through the stent struts of the circumflex and was treated with the 2.25 mm x 15 mm xience stent with 10% residual stenosis. The event was considered resolved without residual effects and the patient ws discharged on (B)(6) 2011. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.